Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer¿s blood glucose (bg) was 479 mg/dl and a bolus was delivered to address bg. Customer was admitted to the hospital for diabetic ketoacidosis (dka). Intravenous insulin was administered. Elevated bg/dka were resolved. Customer was discharged on (B)(6) 2019 with no permanent injury. Although there were no reported issues with the cartridge or infusion set and no alerts/alarms related to the event, customer alleged pump was cause of elevated bg. Customer reverted to using manual injections for insulin therapy.